Event description:
Costumer reported blood glucose results of 152 mg/dl, 84 mg/dl, 111 mg/dl, and 76 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.